Event description:
Patient on (B)(6) formed a hematoma under the dressing with frank blood coming from the wound and collecting under dressing. Patient returned to operating room to repair a large underlying bleed.

Manufacturer narrative:
Investigation in progress; results of investigation to be provided in a supplement report.

Manufacturer narrative:
No samples, pictures or lot number information were provided for evaluation. The renasys system provides blockage detection if there is a blockage to air flow suctioned into the pump from system connections that include at least a canister and the wound dressing. The pump by itself alarms to blockage/canister full if in the range of 0.0 l/min-0.05 l/min for which the pump motor operation drives the alarm electronically. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. Based on the information provided, our investigation, including a review by our medical advisor concluded that the negative pressure system performed as expected, and a device failure could not be confirmed as having potentially caused or contributed to the event reported. As a condition of use, the renasys device should only be used by qualified and authorized personnel. The user must have the necessary knowledge of the specific medical application for which npwt is being used, and maintain regular monitoring of the renasys device and wound site during therapy to ensure therapeutic treatment and patient comfort. The renasys instructions for use indicate that the smith & nephew renasys npwt system is indicated for patients who would benefit from a suction device (negative pressure wound therapy) as it may promote wound healing via the removal of fluids including irrigation and body fluids, wound exudates and infectious materials. Examples of appropriate wound types include: chronic, acute, traumatic, sub-acute and dehisced wounds, ulcers (such as pressure or diabetic), partial-thickness burns, flaps and grafts. The use of npwt is contraindicated for: untreated osteomyelitis, exposed arteries, veins, organs or nerves, necrotic tissue with eschar present, malignancy in the wound (with exception of palliative care to enhance quality of life), non-enteric and unexplored fistulas, or anastomotic sites. The following warnings and precautions are also noted in the instructions for use: 1. Carefully monitor patients for signs of sudden or increased bleeding. If such symptoms are observed, immediately discontinue therapy, take appropriate measures to control the bleeding, and contact the treating clinician; 2. Patients suffering from difficult hemostasis or who are receiving anticoagulant therapy have an increased risk of bleeding. During therapy, avoid using hemostatic products that, if disrupted, may increase the risk of bleeding; 3. Do not use on exposed blood vessels or organs. Sharp edges such as bone fragments must be covered or removed prior to initiating therapy, due to risk of puncturing organs or blood vessels drawn closer under the action of negative pressure. Precautions should be taken for patients who are or may be: receiving anticoagulant therapy or platelet aggregation inhibitors. Actively bleeding or have friable blood vessels or organs. Suffering from abnormal wound hemostasis. Untreated for malnutrition. Noncompliant or combative. Suffering from wounds in close proximity to blood vessels or friable fascia. No further investigation or corrective actions will be conducted at this time. Smith & nephew will continue to monitor the complaints system and other post market surveillance sources for similar reports.